Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also noted that during reposition procedure of the lead the screw of the implantable pulse generator (ipg) was missing and the operator could not use the same device. The ipg was explanted and replaced and ra lead remains in use. No patient complications have been reported as a result of this event.